Event description:
The customer alleged that she received a control test results of 240 mg/dl prior to calling customer service. The normal control range was 110-152 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.